Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not be filled and was leaking contrast from the balloon material. There were no reported injuries to the patient. The device was stored and prepped according to the instruction for use (IFU), and there was no difficulty removing any of the sterile packaging components. During preparation, the device maintained negative pressure. The contrast to saline ratio used was 50:50. The target vessel was characterized by severe calcification, no tortuosity, and 80% stenosis. The balloon was able to be partially inflated and there was no difficulty deflating the balloon. The reported ¿balloon leakage during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported severe calcification of the common iliac artery, as well as the 80% stenosis reported, may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to leaking from the balloon material. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not be filled and was leaking contrast from the balloon material. There were no reported injuries to the patient. The device was stored and prepped according to the instruction for use (IFU), and there was no difficulty removing any of the sterile packaging components. During preparation, the device maintained negative pressure. The contrast to saline ratio used was 50:50. The target vessel was characterized by severe calcification, no tortuosity, and 80% stenosis. The balloon was able to be partially inflated and there was no difficulty deflating the balloon. The device was discarded due to infectious disease.